Event description:
This ra lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016. A call was placed to technical services on 08/10/2016 stating that infection was observed. The physician was (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).